Manufacturer narrative:
Correction to h10: lot 22498f: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.

Event description:
Customer reports receiving false negative results on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative results obtained on (B)(6) 2022. See case (B)(4)and case (B)(4) for alternate false negative results. Customer reports receiving three false negative results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot 22498f/24215f/21792b, reader sn: (B)(4)). Additional cue tests performed on (B)(6) 2022 provided positive results. On an unspecified date, customer tested positive with ihealth rapid antigen tests (frequency not provided). Customer experiencing covid-19 symptoms.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Lot 24215f and 21792b: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Lot 22498f: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.